Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
It was reported that the ventilator both failed internal leakage test and generated several technical alarms referring to software, ventilation and communication errors. Our field service engineer investigated the ventilator on site. The control pcb were replaced together with the expiratory channel pcb and its pressure transducer pcbs. This solved the generated technical errors. During troubleshooting and after the replacement of mentioned pcbs, the ventilator failed the internal leakage test during pre-use check. To solve this, the inspiratory pipe were replaced and the ventilator was re-tested. After all the replacements, the ventilator passed all calibration, functional and safety tests and was returned to customer for clinical use. The evaluation of the provided logs confirms the reported failure. The control pcb, the expiratory channel pcb and both the pressure transducer pcbs were returned for further investigation. Simulated use testing of the returned parts were conducted separately, to determine which part(s) is/are faulty. Simulated use testing of the expiratory channel pcb together with the pressure transducer pcbs passed the pre-use check. No abnormal could be found during ventilation for 24 hours. After ventilation, the device passed another pre-use check. The visual inspection showed no abnormalities. Simulated use testing of the control pcb generated the technical errors referring to software, ventilation and communication errors directly after startup. The conclusion of our investigation is that the most probable cause for the reported issue is a defective circuit with communication problems on the control pcb, the error was not traced to deeper component level thus the root cause could not be determined control pcb is a part of the subsystem breathing bre. The main responsibilities for control are patient treatment functions, that is, how to regulate the inspiratory and expiratory gas flow.

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # and # d4 unique identifier (UDI) # were required. D1 ¿ brand name - previous brand name: servo-u corrected brand name: base unit servo-u d4 ¿ version or model # - previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) # - previous unique identifier (UDI) #: missing, corrected unique identifier (UDI) #:(B)(4).

Event description:
Manufacturer's ref. #: 939406

Event description:
It was reported that the ventilator's pressure transducer printed circuit board was found defective. There was no patient involvement. Manufacturer's ref. #: (B)(4).